Event description:
Review of the manufacturer's programming history database showed programming history until (B)(4) 2010 indicating that the patient passed away after that date. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep.

Event description:
There is no addition information that can be attained. The is no additional information that is known and there is no one to contact for additional information.

Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported on (B)(4) 2012 that a vns patient passed away due to unknown reasons. The date of death and the patient's last treating physician is unknown at this time. Good faith attempts for more information have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2010 and the patient's cause of death was unspecified disorder of the brain, accompanied by other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.